Event description:
Boston scientific received information that at a change out procedure for normal battery depletion when the chronic right ventricular (rv) lead was attached to the new device and defibrillation threshold (dft) testing was performed, a code was delivered which indicated they had shocked into a shorted lead condition. It was also noted that after the 21j shock, the rv lead pace impedance measurements varied and the shock impedance measured high and out of range. Boston scientific technical services (ts) was consulted and discussed that a new lead and device should be implanted. The defibrillator was attempted and not implanted and the chronic rv lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.